Manufacturer narrative:
The stapler sheath nor the stapler instrument have been returned to isi for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the stapler sheath broke off and fell inside the patient. Although, the fragment was retrieved with no patient harm, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the stapler sheath was "cut in half and fell". The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. Followed up with the customer and obtained the following additional information: the stapler sheath was cut in half and a fragment fell inside the patient. The issue was observed at the time the stapler instrument was inserted and the sheath was noted to have "split" and had fallen inside the patient. The surgeon had verified that the stapler instrument was straight when it was inserted. The customer confirmed that all fragments from the sheath were removed and accounted for. A new stapler sheath was used for the procedure and there were no further issues.